Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding in a timely manner. The customer¿s blood glucose level was unknown. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was response from any button. Customer states pressing menu button takes them to the menu screen. Customer states using the up arrow allows them to navigate screens. Customer states using the down arrow allows them to navigate screens and buttons are taking long to respond. Customer states block mode was inactive. Customer states the button was not unresponsive during an easy bolus attempt. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).